Event description:
It was reported that the patient presented to emergency room (ER) due to bradycardia due to the ventricular lead being dislodged. The atrial lead may have been dislodged as well. Tried to reposition the leads on the left side but was unable to do so due to calcification. A new lead was attempted to be implanted on the left side too, but failed due to subclavian calcification. Two new leads were then implanted on the right side successfully. The two leads on the left side were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was visually noted apparent explant damage. (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorter and had blood/boy fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. It was also visually noted that there was explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to emergency room (ER) due to bradycardia as the ventricular lead was dislodged. The atrial lead may have been dislodged as well. A repositioning attempt was made to reposition the leads on the left side but was unsuccessful due to calcification. Two new leads were then implanted on the right side successfully. The two leads on the left side were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to emergency room (ER) due to bradycardia as the ventricular lead was dislodged. The atrial lead may have been dislodged as well. A repositioning attempt was made to reposition the leads on the left side but was unsuccessful due to calcification. A new lead was attempted to be implanted on the left side also, but failed due to subclavian calcification. Two new leads were then implanted on the right side successfully. The two leads on the left side were explanted. No further patient complications have been reported as a result of this event.